Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip. The peeled silicon insulation was seen intact with cold jaw. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed the gray coating had peeled off the jaws upon opening the vasoview hemopro package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed the gray coating had peeled off the jaws upon opening the vasoview hemopro package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.